Event description:
The customer reported the system displayed a software corrupt error message and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The general purpose operating system and the hard drive were replaced and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.